Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd legacy plus pump, it was noted that the pump showed 35ml was left but there was 474ml not infused. It was also reported that the patient had to be admitted because it was believed patient did not receive chemotherapy. No further adverse effects were reported.